Manufacturer narrative:
(B)(4). The device was manufactured august 8, 2014 ¿ august 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device was filled with 112 ml of 25 mg/ml fluorouracil in 0.9% sodium chloride to a total fill volume of 252 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.